Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with multiple sclerosis. Multi-focal lumbar stenosis with radiculopathy and underwent the following procedures: l2 to s1 facet fixation and arthrodesis. Intra-operative neurological monitoring. Decompressive lumbar laminectomy half of l2, l3, l4, l5. 4. Foraminotomies from l2 to s1 bilaterally. Left l4-5 discectomy. Posterolateral fusion from l2 to s1 using bone graft extender, bmp rhbmp-2 and autograft. Implantation of duragen to minimize scar formation. As per-op notes, ¿ rhbmp-2 was soaked onto bone graft extender and packed over the transverse processes followed by autograft harvested from the laminectomy site.¿ the patient was transferred to the recovery room in a stable fashion. Post-op check revealed that the patient was moving his ankles and toes to commands.

Event description:
It was reported that the patient underwent posterolateral fusion at l2-3, l3-4, l4-5, l5-s1 by mixing rhbmp-2/acs with mosaic bone graft extender and autograft and then placing the mixture directly into multiple levels of the patient's spine. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.